Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a temperature alarm when the pump was in a backpack in a closed car. Outside temperature was 75 degrees. The customer cleared the alarm and resumed insulin delivery. The customer also received an altitude alarm while basal was being delivered. The pump vents were not covered and the cartridge had more than 50 units of insulin remaining in it. There were no notable events prior to receiving the alarm. After loading a new cartridge, there was a delay in the clearing of the alarm. Once the alarm cleared, the customer resumed insulin delivery. Blood glucose was 250 mg/dl.